Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer declined to reset the pump at the time of troubleshooting with technical support.